Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerline d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 16.0 cm from the distal end of the tissue cuff. The distal catheter segment was not returned. However, the edge of the circumferential break at the distal end of the catheter appeared smooth and no remarkable anomalies were noted on the break. A complete circumferential break was noted approximately 2.0 cm from the proximal end of the y-body. The proximal catheter segment was not returned. However, striations were noted at the edge of the break on the extension leg which also appeared smooth. The investigation is confirmed for the reported fluid leak and the identified fracture issue, as a circumferential split was noted just distal to the distal end of the red luer. The edge of the circumferential split between the red luer and the extension leg appeared rough and granular. Upon infusion of the red luer, a leak from the circumferential split was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023),g3,h6(device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately five days post catheter placement, the device allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that approximately five days post catheter placement, the device allegedly leaked. The procedure was completed using another device. There was no reported patient injury.